Event description:
N/a.

Manufacturer narrative:
Additional information: unique device identifier (UDI): (B)(4). The unit was received with the shock cushion coming out of the upper handle. The upper and lower handles were both out of adjustment. Both shock cushions were worn and need to be replaced. Additionally, the unit was received without the standard adaptor or the tri-star adaptor. No other issues observed. No device history record review was possible as the serial number (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit.

Manufacturer narrative:
The device was received for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00239.

Event description:
This is 1 of 2 reports. A customer initially reported that the yellow gasket of the a2009 ultra 360 patient positioning system was damaged, the base of mayfield moves up and down under pressure, and the elbow joint would move left near the base with a ratcheting sound when pressure was applied. Upon evaluation, it was found that the upper handle was making a grinding noise when the handle was rotated. The upper and lower handles were out of adjustment. Both shock cushions were worn and needed to be replaced. There was no known patient injury nor delay in surgery.